Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached. The site location was patient's abdomen. The pump was clipped between her bra or sometimes in the pants. The infusion had been in use for 1 day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity and the pump was not dropped with the set connected to the patient's body. No further information available.